Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in the pt's mouth it was verified its loss of osseointegration. Pt had low bone quality (bone type iii). The implant was carried out immediately.